Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. The device inspection identified that the image was black. Based on the results of the investigation, the most probable cause of the complaint is component failure. The image issue was caused by a damaged circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited a distorted image. The issue was identified during inspection for use prior to an unknown procedure. There were no reports of patient harm associated with the event.